Manufacturer narrative:
The unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the insulin pump's case. The crack can be seen on the ring on cartridge compartment. The insulin pump was not bumped or dropped. There was no car accident. The customer's blood glucose level was unknown. They did not know how the damage occurred. The device was returned for analysis.